Manufacturer narrative:
The hcg + b reagent lot number was 744575 with an expiration date of 31-jan-2025. On (B)(6) 2024 the field service engineer (fse) performed preventive maintenance and replaced the measuring cells. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue (aged measuring cell).

Event description:
The initial reporter questioned a low result not corresponding to the clinical picture for 1 patient tested for elecsys hcg+beta (hcg + b) on a cobas e 601 module. The result from the customer¿s e601 module was 1.27 miu/ml. On (B)(6) 2024 the patient was tested in another laboratory using an e411 instrument and the result was 1900 miu/ml. Based on the patient¿s symptoms and the ultrasound result, the higher result from the e411 instrument was believed to be correct.